Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd892778. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal therapy. The patient's wife reported that on (B)(6) 2012, her husband was hospitalized for fungus in the catheter. She stated that the catheter was removed but the patient was still very ill. The patient had not recovered. The rn clarified the patient had two hospital stays. The patient was hospitalized for "stroke like symptoms" on an unknown date in (B)(6) 2012. The rn could not provide any further clarification for "stroke-like symptoms." The patient was discharged from the hospital on an unknown date in (B)(6) 2012. The rn clarified that the consumer reported hospital admission date of (B)(6) 2012 was the patient's second hospitalization. The rn clarified the second hospitalization was for not recovering from "stroke-like symptoms", not "fungus in catheter" or fungal infection. The rn could not confirm the patient had continued sickness or weakness. The rn clarified that the patient was diagnosed with fungal peritonitis during the second hospitalization (diagnosis date unknown). The rn clarified "fungal infection" meant fungal peritonitis. The rn clarified patient did not have "fungus in catheter" or a tunnel infection. The peritoneal dialysis catheter was removed and patient was switched to hemodialysis during hospitalization. The patient remained in the hospital.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event.